Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that per call received from pt, the whole system of pain stim was inactivated due to one of the lead is broken and pain stim needs to be revived or replaced. Pt can confirm which of the lead/s is/are broken. No patient symptoms were reported.